Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a difficulty in crossing the lesion occurred. The 70% stenosed target lesion was located in the severely calcified and moderately tortuous diagonal middle to distal left anterior descending artery (lad). The 3.00x24mm promus element plus stent was advanced to the lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status is normal. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual examination of the returned device identified no kinks along the entire length of the shaft. However, an examination of the crimped stent identified that the stent was damaged. Two struts on the sixth most proximal row were bent distally. An examination of the tip identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).